Manufacturer narrative:
Retainer ring = missing customer returned insulin pump for an alleged pump error 23/49/53/battery power loss alarm/physical damage on aug 14, 2021. The insulin pump passed the active current test. Device was received with pump error 68/49/23 alarm after battery insertion, high sleep current and pump error 75 alarm during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No alarms were found in the history files or traces for the event date. However, pump error 53 alarm found in the pump history files/trace on aug 13, 2021 at 9:16 pm. Pump error 53 alarm due to software error. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1/ electrical board 2 force sensor. The following were noted during visual inspection: missing reservoir tube o-ring, missing retainer, cracked battery tube threads and cracked case along the side of the battery tube. Unable to perform displacement test and the test p-cap does not lock properly into reservoir compartment during testing due to missing reservoir tube o-ring and missing retainer. Pump error 68/49/23 alarm after battery insertion, high sleep current and pump error 75 alarm during testing due to moisture damage electronic assembly. Pump error 53 alarm was confirmed due to software error. Cosmetic damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. The customer stated that the insulin pump was not working and had multiple insulin pump error alarms. Customer stated that they were able to lock in place the reservoir when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned or analysis.